Event description:
Patient, who was introduced to an induo (insulin delivery device) in 2001 for type ii diabetes, experienced elevated blood glucose levels, dizziness and passed out in 2003. The event occurred because the dial on the doser would not turn, and they were unable to administer their novolog penfill insulin. For three days they only took their long acting insulin (lantus). In the afternoon they felt dizzy and passed out. Spouse woke patient up a few minutes later by splashing water in their face and then took them to the doctor. At the doctor's office their blood glucose level was "very high", and their physician administered subcutaneous insulin (amount and type unknown). Within a few hours their blood glucose levels normalized, and patient felt better.